Event description:
Scope image fogged and was unable to be cleared. The device was replaced with another scope, which eventually fogged as well. The physician then converted the procedure to an open shoulder procedure.====================== health professional's impression======================scope had been sent to a third party vendor for cleaning. This issue may have something to do with that part of the process.